Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with a defect found (e-7 error). Test strips evaluated with no defect found. Final root cause: rc-001-miscellaneous user induced contamination on the strip connector test strip UDI#: (B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. Customer is concerned with back to back blood test results of 42 and 62 mg/dl and was also concerned with high and low results. The customer's expected fasting blood glucose test result range is 95 - 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. During the call a back to back blood test was performed by the customer fasting and produced test results of 189 mg/dl and 175 mg/dl using the meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 05/27/2020 and open vial date is 03/04/2019. The meter memory was reviewed for previous test result history: (B)(6).